Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  It was indicated that the device is not returning for evaluation as it remains implanted in patient eye; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the patient¿s right eye, multiple lint fibers attached to the underside of the lens were noticed. The foreign material was removed by aspiration and no injury to the patient or wound enlargement was necessary. The lens remains implanted. No medical intervention was required. The patient was reported doing fine. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.